Manufacturer narrative:
Based upon the clinical assessment, the reported endoleak could not be confirmed, and the outcome was, therefore, inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, the root cause is inconclusive. No design or manufacturing issue was identified. The clinical review identified the following factor that may have contributed to the patient outcome: one of the cuffs was the same size diameter as the main body. Additional device: model bifurcated ba25-100/i16-40 lot: w11-3742-002 rel. Date: 11/30/2011 exp. Date: 7/31/2012.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, a suprarenal aortic extension, and two limb extensions. A secondary was performed when the physician found a type 3a endoleak and implanted two infrarenals and a limb extension to correct. Subsequently, patient now presented with an unknown type endoleak. Patient will be brought in for further evaluation and possible secondary intervention. Additional information received from the rep 12/17/2015: even though a type 3b leak was not confirmed or denied, the physician elected to re-line the patient with a gore device back in mid (B)(6).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional devices: model: a28-28/c95 v infrarenal aortic extension, lot: 1164433-021, rel. Date (B)(6) 2014, exp. Date: 4/21/2015. Model: i20-20/c55f-sa limb aortic extension, lot: 1252560-021, rel. Date: (B)(6) 2014. Exp. Date: 06/25/2017.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, a suprarenal aortic extension, and two limb extensions. A secondary was performed when the physician found a type 3a endoleak and implanted two infrarenals and a limb extension to correct. Subsequently, patient now presented with an unknown type endoleak. Patient will be brought in for further evaluation and possible secondary intervention. No patient injury was reported.